Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The remstar plus c-flex device was returned to a third-party service center aas with no initial alleged complaint. During the evaluation of the device, it was visually inspected, and the engineer found evidence of visible foam degradation inside the blower kit. Additionally, the device found to have a dust fail contamination and displayed error codes: 66 (e-66: err_stuck_encoder_b), error code: 65 (e-65: err_stuck_encoder_a). The power connector was destroyed. The device scrapped by the service center after the evaluation was completed.